Event description:
It was reported that the blade broke off in the saw during a total hip procedure. Nothing fell into the surgical site. Another device was used to complete the procedure. There were no adverse consequences related to this event.